Manufacturer narrative:
Qn#(B)(4) the device has not been returned for investigation.

Event description:
Staples were jammed in the mechanism. 2 staplers faced the issue, a 3rd one was used to complete procedure.

Event description:
Staples were jammed in the mechanism. 2 staplers faced the issue, a 3rd one was used to complete procedure.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part number 528135 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 staplers were taken from the current production from p/n 528435 deroyal surgimate 35w 24/ case lot# 73h2200851 the staplers were functionally inspected and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.